Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger. Product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they were trying to recharge their implantable neurostimulator (ins) on (B)(6) 2019 and it was taking a long time to make a contact. The controller then froze and the patient reset it, which resolved the issue. The patient noted that the controller had always taken a long time to make contact and it was now frozen again. However, they were not able to unlock it and the issue did not resolve. Troubleshooting steps were performed during the call. The patient removed the lithium battery pack from the controller and kept it out for at least five minutes before reinserting it, which resolved the issue. The patient further reported that it had been difficult for them to establish a good connection when trying to recharge their ins, as they would typically use their hand to keep the recharger antenna over the ins site and reposition as needed. A ¿no device found¿ (screen 16) error and a ¿poor recharge quality¿ (screen 76) message was displayed on the controller. During the call, the patient mentioned getting screens related to the passive recharge process. It was noted that the patient had a bad fall about a month and a half prior to the date of this report, and another fall about two weeks ago. The patient mentioned that they had also been participating in water exercise and they thought they had been overdoing it and the twisting might have affected the ins site. It was noted that the patient had adhesive arachnoiditis and had balance issues as a result. In addition, the patient reported that the bottom part of their ins would stick out more and that it had always been that way but seemed to be more prominent now. The patient also reported that there was quite a bit of moment at the ins site and it was loose, as they could practically flip the ins with their fingers. The patient mentioned that they were a bit heavy but had lost 20 pounds. The patient was redirected to follow up with their healthcare provider (hcp) to assess the ins pocket site. It was further reported on (B)(6) 2019 by the manufacturer representative that the patient charged their ins for 30 minutes but was still in the red. The patient saw the green light blinking but was unable to get good or excellent charge quality. The manufacturer representative performed a passive mode recharge (pmr) but got all 100's and the numbers did not change. After disconnecting the recharger, reconnecting it, and attempting another pmr, the controller was no longer showing that the ins battery was in the red. However, it displayed a ¿no device found¿ error message and the ins was depleted. It was reviewed that the best route would be to replace the recharger, as the manufacturer representative was unable to test communication with the clinician programmer due to the ins battery being depleted. The caller was transferred to the repair department and a replacement recharger was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.